Event description:
A malfunction alarm labeled "malf 9" was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Customer contacted technical support, which provided information for resetting the pump. The pump was successfully reset, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any further issues arise.